Event description:
It was reported that per the surgeon's scheduler, the patient is to have (B)(6) left extension and right implantable neurostimulator ins removal and a revision of the ipg from boston scientific; the reasons or factors that may have led or contributed to this were not given. The manufacturers' representatives (reps) from both companies requested to be present. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).